Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. The event of positioning issue was removed and captured under hemolysis as the hemolysis was most likely caused by the positioning of the device. The root cause of the hemolysis is most likely due to improper positioning of the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp support and during support, there was malpositioning and the patient had hemolysis. There was concern the pump was too deep. The patient had cola colored urine, elevated plasma free hemoglobin and lactate dehydrogenase. The pump was removed and the procedural outcome was the patient survived the surgery.